Event description:
A patient with a history of pvd and htn had seven cypher stents implanted in the mid lad and mid rca. Sixteen months, later, they had their first mi. Three days later, they were admitted to the hosp, where 20 minutes of chest pain was documented, and a rise in serum enzymes. The next day, they asked to be discharged and left the hospital against medical advice. They died of cardiac failure the same day. Per the investigator, the mi was not related to either the device or study procedure; the location of the mi was unknown. On the day they died, the pt had dyspnea, sweating, a heart rate of 130, and a blood pressure of 80/50.